Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was poorly sensing at implant. It was noted that the rv lead was difficult to place and that r-waves would decline after deploying the helix. Another rv lead was used to complete the procedure. No patient complications have been reported as a result of this event.